Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure (error c-34 on start and mono coag activation) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit has no significant scratches or dents. The front bezel is in decent condition.

Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure there was a c-34 error message on the erbe during monopolar energy activation. Prior to calling, the customer attempted to resolve the error by replacing instrument energy cord, monopolar energy instrument, and power cycled the erbe. Each time the surgeon requested monopolar energy the unit faulted. Site used a third party generator to resume the procedure. The procedure was completed as planned with no reported injury.